Event description:
While drilling for implant placement, the s1011 drill fractured and the remaining fragment was removed with use of a dental bur. The drill was new and it was the first use. No indication of the density of the pt's bone was provided to 3m espe.

Manufacturer narrative:
Methods, results and conclusions: a portion of the broken product was returned to 3m for eval. The fracture occurred at the base (start) of the flutes. The diameter cross-section at the fracture was measured to be within spcs.